Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Dhrs for the freestyle neo meter precision was reviewed and the dhrs showed the freestyle neo meter precision passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified high readings from the adc glucose meter. The customer experienced symptoms described as "felt weak, head was spinning, spots in front of eyes", an ambulance was called, and customer received unspecified treatment. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified high readings from the adc glucose meter. The customer experienced symptoms described as "felt weak, head was spinning, spots in front of eyes", an ambulance was called, and customer received unspecified treatment. No additional information was provided. There was no report of death or permanent injury associated with this event.